Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00/+1.50/x084. Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -18.00/+1.50/x084 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. Excessive vaulting with elevated intraocular pressure was noted on (B)(6) 2015. The lens remains implanted. See MFR#2023826-2016-00030 for left eye.

Manufacturer narrative:
Conclusion: unable to confirm complaint - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).